Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no delivery alarm several times on the insulin pump. Customer's blood glucose was 212 mg/dl. Customer had tried with 2-3 infusion sets but the issue has not been resolved.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime compromised force sensor system error alarm and excessive no delivery test. No excessive no delivery occlusion alarm noted. Device was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.